Event description:
The customer reported one of their thermogard xp ivtm system (sn (B)(6) displayed a tcmid:08 (coolant temp low) message and the other thermogard xp ivtm system (sn (B)(6) has a prime switch issue. No patient involvement.

Manufacturer narrative:
The customer's reported complaint that thermogard xp ivtm system (sn (B)(6) displayed a tcmid:08 (coolant temp low) message was confirmed based on the event log review and during functional testing. The root cause for error message was a failure of the lm34 a/b temperature sensor. The event log review indicated tcmid: 08 (coolant temperature low) error messages, confirming the reported complaint. Related to the reported complaint, tcmid:05 (coolant diff failure) and 8-9 codes were also observed in the log. All three of these errors are related to the instable lm34 a/b temperature sensor. The thermogard xp ivtm system passed all functional testing. The reported tcmid: 08 and tcmid:05 and 8-9 code observed in the archive were not reproduced. However, when the temperature log was inspected, it was indicated that the temperature sensor was malfunctioning and instable, confirming the complaint. The lm34 a/b temperature sensor needs to be replaced to remedy the reported complaint and errors in the archive. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system with sn (B)(6).